Event description:
It was reported that the patient's generator was "not working". The patient was referred for generator replacement. Preoperative device diagnostics showed end of service - yes. The patient's generator was replaced and device diagnostics were within normal limits. It was reported that the generator was discarded during surgery; therefore, no product analysis can be performed. Attempts to obtain additional relevant information have been unsuccessful to date.